Manufacturer narrative:
Exact date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg had reached end of life. Surgical intervention occurred on (B)(6) 2023 during which the ipg was replaced to address the issue.